Event description:
It was reported that the patient received inappropriate therapy and later heard the patient alert tones. Device interrogation showed high pacing lead impedance values and noise. It was reported the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead returned and analyzed it was reported that the patient received inappropriate therapy and later heard the patient alert tones. Device interrogation showed high pacing lead impedance values and noise. It was reported the lead was replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high oversensing shock, inappropriate.